Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having a problem with site. Customer stated that they checked their blood glucose readings and they were 411 mg/dl. It was noted that the customer changed out their set and the blood glucose readings came down to 390 mg/dl. No further information reported.